Manufacturer narrative:
The device underwent an evaluation upon its return to olympus, revealing various issues. The evaluation identified problems with the aspiration system, defects on the suction cylinder, faded or missing red paint around the suction cylinder (attributed to stress during reprocessing), air/water flow issues from the air/water flow system, external defects on the air/water cylinder, and faded or missing blue paint around the air/water cylinder (also due to stress during reprocessing). Additionally, the auxiliary water channel was found to be clogged, with no water flow through it. The angle wires were observed to be stretched, collapsed, or damaged in the bending section, second bending section, and passive bending section, likely caused by physical stress such as being caught, pinched, knocked over, or dropped. Furthermore, part of the insertion tube was caught and pinched, resulting in deformation (attributed to handling issues). The universal cord, distal end connector, and control section showed damage or deformation due to physical stress. The objective lens was found to be cracked, a consequence of shock caused by dropping and knocking the endoscope onto a hard surface or object (another handling issue). The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that there was no angulation when the angulation control knob is turned while using the colonovideoscope. The device was returned for evaluation. During the device evaluation, foreign material exiting from air/water nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter was attached to/clogged in the air/water cylinder and air/water channel, but it was not possible to identify the foreign matter. It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual cf-ez1500dl/I operation manual chapter 3 preparation and inspection. Preventive measures are described in the instruction manual cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.